Event description:
The pt presented with a descending thoracic aortic aneurysm. The physician successfully implanted a tg3415/03994302 and tg3715/03620957 device. The third device, a tg4010/04062093 successfully deployed. However, as the deployment catheter was being withdrawn, the distal olive caught on the proximal edge of this device causing the device to "wad up" covering the renal arteries. A fourth, tg4010/03952151 was deployed which caused the third device to correct itself thus uncovering the renal arteries. At the close of the procedure, the pt appeared to be fine. The deployment catheters are being returned for analysis.

Manufacturer narrative:
Device evaluation- all four catheters used during the procedure were returned for examination. This investigation is only on the catheter which was reported as a complaint (tg4010, lot# 04062093). The returned device was examined by engineers. From the event description, it is difficult to understand how the fourth device was able to correct the position of the third device. Films have not been returned to date for this complaint, and therefore, no analysis can be conducted at this time on the device interaction, device distortion, or the device obstruction. No damage was found on the catheter or on the olive. There were no scratches or indentations on the olives. No damage or defects could be found on any of the four deployment knobs. The cause of the stent distortion and the blockage of the renal artery was the result of the distal olive catching on the gore tag thoracic endoprosthesis. This info has been communicated to the physician. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: add'l devices implanted in this pt: tg3415/03994302, tg3715/03620957, tg4010/03952151.